Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. When the steerable guide catheter (sgc) was introduced through the atrial septum, the patient had to be briefly resuscitated. The probable cause was a vasovagal reaction when the sgc crossed the atrial septum, resulting in hypotension, normal ECG, but no visible heart movement in echo. The patient was stabilized and the procedure continued successfully. Two clips were implanted and the mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed and per the account, the reported hypotension and cardiac arrest may have been due to a vasovagal reaction when the sgc crossed the atrial septum. Cardiac arrest and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.